Event description:
It was reported that the patient experienced phrenic nerve stimulation during implant of the left ventricular (lv) lead. The stimulation then recurred in the post operative recovery room with changes in position. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.